Event description:
The hospital reported that during a procedure, it was identified that there was no power output when using the power supply. It was reported that the power was there only when the power supply and the cord were held together, otherwise there was no power output. Another cord was tried, and the same result occurred. The procedure was completed by holding the power supply and cable together. No pt effect has been reported by the hospital.

Manufacturer narrative:
Investigation details: the suspect vh-3010 was then swapped for the reference power supply and the test repeated with the reference hemopro and reference cable. It was concluded that there was nothing wrong with the subject power supply or two extension cables. The complaint cannot be confirmed. The ac power cord that was shipped with the power supply was tested with the reference setup and found to be operational. It is not possible to determine the root cause or event provide a probable cause since there were no non-conformances discovered during the investigation.